Event description:
It was reported that the ottoman opened quickly due to a damaged gas spring. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.